Event description:
Customer noted a shift in alkaline phosphatase results and he provided one example. The initial alkaline phosphatase result was 340 ui/l. The same sample tube was repeated and recovered 153 and 128 ui/l. The date and analyzer used for the repeat results are unknown. Alkaline phosphatase reagent lot number was 620438. It was not provided which results were reported. No adverse event has been alleged regarding the discprepancies.

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
It was reported the patient died about the same time as the lead trend showed an increase in impedance. Follow up revealed manufacturer's representative had spoken with the physician and "there is an allegation of device relatedness to the cod by a hcp." Patient had complained to friend of feeling shocking sensations over pacemaker about 5 days prior to death. Patient experienced a witnessed sudden collapse with prolonged resuscitation and died on (B)(6) 2009. Patient had last been seen in clinic on (B)(6) 2009 after a fall. Device interrogation showed normal functioning system. Patient was not pacemaker dependent. Manufacturer's representative reported "autopsy report stated hypertrophic cardiomyopathy with aortic root dilatation. (Physician) states the patient had left ventricular hypertrophy."

Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. There was no report of death or serious injury.

Manufacturer narrative:
New information provided changes (B)(6) response from (B)(6) 2010 to (B)(6) 2010. The second or third alkaline phosphatase results generated were the results reported outside the laboratory.

Manufacturer narrative:
The customer could not provide information necessary for investigation, therefore, the root cause could not be determined. The initial high results were not reported outside the laboratory. No patients were affected in this case.